Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort and it was mentioned that the patient was discharged from the hospital and the intervention was unknown. The device was checked and was working well. No further information has been obtained despite good faith efforts.